Manufacturer narrative:
Automatic valve was missing retainer seal. Instrument has been in use for approx 5 years. No defect trend noted on this product. This is the first time we saw this type of problem. We suspect the user may have loosened the seal which should remain untouched.